Manufacturer narrative:
(B)(6). (B)(4). The upper dynamic jaw is broken off at the base of the shaft. Optical examination discovered a fairly brittle fracture, with the remaining portion of the dynamic jaw bent downward, suggesting a lateral direction of fracture. The location, direction, and amount of force required in order induce fracture of the jaw is consistent with lateral bend stress overload. The above observations are consistent with lateral bend stress overload.

Event description:
It was reported the tip of the pituitary was broken during use in surgery. The broken piece was retrieved. There were no patient complications.